Event description:
The tip of a set screw driver twisted and broke off while tightening the set screw. The detached fragment was removed from the patient without issue.

Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. Review of the device history records revealed the instrument was properly manufactured and released in accordance with design specifications. No irregularities have been identified. Visual inspection under magnification found that the distal tip of the set screw driver had fractured and broke in a twisting motion.